Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the buttons on the insulin pump did not work even after changing the battery. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked case at display window corner, cracked battery threads and cracked reservoir tube lip.